Manufacturer narrative:
The device return date is estimated. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
A pump stop with motor failure was reported. A senior perfusionist confirmed that the patient was doing very well, and that the patient was not affect by the problem at all. The senior perfusionist tested the motor on another console with a test circuit. The maximum flow that could be obtained during the test was only 0.7 lpm. Other motors worked fine on the test circuit.the patient was doing very well, and was not affected by the problem. Initial nonreportable justification: switching to backup equipment is a feature of the device and backup equipment is required in the directions for use to be readily available in the event a change is required. Abbott made the decision on july 13, 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.